Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: photos show sleeve hang up/not completely recovered. Sample was reviewed and the holder was determined not to be a bd holder. A review of the device history record was completed for batch 6323814. All inspections were in compliance with requirements. Conclusion: a root cause could not be determined. The holder was determined to not be a bd product.

Event description:
It was reported that the bd eclipse¿ blood collection needle with luer adapter leaked blood inside of the hub. No injury or medical intervention reported.